Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient¿s spouse regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor issues. It was reported that the patient received their implantable neurostimulator (ins) on the day of the report but they were having a hard time getting a reading on the monitor. Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. The hcp reported that the cause of the hard time getting a read on monitor was due to it being inactivated with electrocautery in the operating room and it was undetected at discharge from surgery. The patient¿s device representative met with the patient at the hospital and reprogrammed the device which was successful and the device was then functioning. There were no patient symptoms reported.